Manufacturer narrative:
Reported incident in regards to the heat shrink falling off of the grasper tip. The investigation findings revealed that the heat shrink was in contact with a sharp object due to the cut pattern on the heat shrink. The user facility was unable to provide the lot and serial numbers. The customer complaint is undetermined. There was no harm to the patient.

Event description:
During surgery, heat shrink fell off the grasper tip into the patient. The missing pieces were retrieved from the patient during the surgery. There was no harm to the patient.